Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon visual and functional evaluation, the reported problem of the unit making an unusual noise and the disposable slowly cutting could not be duplicated. However, the sub chassis was found bowed out under the motor. With this, the coupler tilts up enough to cause misalignment making it difficult to attach the disposable.

Event description:
It was reported that the system was making an unusual sound and that the disposable device was slowly cutting. The disposable device was replaced and the surgeon completed the case with no patient consequence. However, the system was still making the noise and the disposable was still cutting slowly.